Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the blade sticks and does not release was confirmed. An assessment was performed and it was observed that the locking mechanism had seized and the trigger was sticky. During repair it was observed that the components of the device were corroded and dirty, there was corrosion on the motor, there was unknown debris on the trigger, and the contacts on the electronic control unit (ecu) were damaged and corroded. It was determined that the assignable root causes of this condition was improper cleaning, which is user error/misuse/abuse, and wear from normal use and servicing . If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that post procedure it was observed that the blade on the battery oscillator device was stuck and did not release. During in-house engineering evaluation it was observed that locking mechanism had seized, and trigger was sticky. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.